Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18888359/20599123.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.